Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that a 574 code was encountered. It was reported that the patient's pain level was unbearable. It was reiterated that the device was "not functioning." No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient's device is no longer functioning. The caller has attempted to reach out to a manufacturer's representative (rep) but has not been contacted back. No further information was available. No further complications were reported or anticipated. No symptoms were reported. Additional information was reported that the patient stated they are having a MRI. The MRI is not being done to check on a problem with their device, however, the device has not worked for the patient's pain. The patient's back hurts all the time. The patient stated they turned their device off a few weeks ago since the device wasn't helping them. The patient stated they have been keeping up with charging the device. The patient then stated they have had the device "tweaked" (reprogrammed) 2-3 times. The patient has gone through hoops and steps but nothing has worked for the patient's pain. The patient stated "their pain level is dictated by the patient's level of hearing". The patient also stated the healthcare provider (hcp) is in favor of having the device removed, but the hcp is afraid of hitting the patient's lead on accident during removal of the device. The patient's hcp stated they are also going to do a surgery to fuse the patient's lower back at the time of removing the device. The patient stated the surgery is unrelated to their device. No further information was reported.